Manufacturer narrative:
The reported field event of an anomalous right ventricular set screw was inconclusive was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-19435. It was reported that the patient presented in clinic for a generator change procedure. During the procedure, the right ventricular lead was stuck in the header of the implantable cardioverter defibrillator despite the set screw being loosened. The lead was removed using a bone cutter. It was also noted that the right atrial lead had externalized conductors due to procedural damage. The right atrial lead was capped and not replaced during procedure on (B)(6) 2020 due to the patient experiencing chronic atrial fibrillation. The patient was stable.